Event description:
It was reported that the ventilator failed the internal leakage test and safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A pressure transducer printed circuit board has been replaced. The replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.

Manufacturer narrative:
The inspiratory pressure transducer printed circuit board (pcb) has been investigated. The reported pre-use checks test failures were reproduced during testing of the inspiratory pressure transducer pcb in a reference ventilator, and alarms were generated during ventilation testing. Ocular inspection showed corrosion traces that had affected several components on the inspiratory pressure transducer pcb which is the cause of the reported failures. Our conclusion is that moisture has caused the observed corrosion.

Event description:
(B)(4).